Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the device was reprocessed prior to being sent in for repair. It¿s unknown if the reprocess and storage steps were completed after the last procedure. The user inspects the device for any abnormalities before using it. It¿s unknown if this device has been used on a patient with foreign material attached to it. The customer generally follows reprocessing steps as per instructions for use (IFU). The start of precleaning is generally not delayed after the procedure. It¿s unknown if the customer flushed water and air to the air/water (aw) channel by using aw channel cleaning adapter (mh-948) or other equipment. There were no effects from other products/ reprocessing accessories/ automated endoscope reprocessors (aer)/ endoscope washer disinfector (ewd) involved on the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that foreign material was lodged in the nozzle, and the bending section cover was dirty. The foreign material in the nozzle was reportedly ocher in color, but could not be identified. The customer's originally reported issue of low angulation was confirmed; due to wear of the angle wire, the bending angle in the down/left/right direction does not meet the standard value. The following additional findings were also noted: plastic distal end cover has a dent, cylinder is shaved, forceps channel port is shaved, switch box has a scratch, plug unit has a scratch, bending angle in up direction does not meet the standard value due to deformation of the bending tube, the play of the up/down and right/left knob is out of the standard value due to wear of the angle wire, and the water removal ability does not meet the standard value due to the clogging of the nozzle. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the customer¿s evis exera iii gastrointestinal videoscope had low angulation. Upon inspection and testing of the returned unit, it was discovered that foreign material was lodged in the nozzle, and the bending section cover was dirty. The foreign material in the nozzle was reportedly ocher in color, but could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.